Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that thrombus is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 exchangeable peripheral orbital atherectomy device (oad) was used to treat a mixed plaque morphology, sub-total occluded lesion in the superficial femoral artery (sfa). After four low speed treatments, unknown material was observed on angiographic imaging in the sfa. After a thrombectomy, the aspirated material was more fibrous than clot. Follow-up angiographic imaging revealed no vessel injury, and the fibrous material was removed successfully. When tibial angiographic imaging was observed, additional fibrous material was visualized distal to the popliteal and the tibioperoneal trunk artery. The fibrous material was successfully removed. No adverse event occurred to the patient. The physician believed they may have been subintimal, which caused the plaque to dislodge.